Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation was considered, including manufacturing, patient morphology/pathology and user technique. Slda may be influenced by patient anatomical morphology/pathology, associated comorbidities, and disease state, such as tethering of the leaflets, chordae interaction, or leaflets that are restricted and prolapsed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed for the reported lot. The query identified no other incidents reported for single leaflet device attachment (slda) or failure to adhere or bond from this lot. All available information was investigated and a definitive cause for the reported slda could not be determined. In this case it is possible that the patient morphology/pathology due to the biventricular implantable cardioverter defibrillator may have contributed to the reported slda, however this cannot be definitively confirmed. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda, as the clip was no longer attached to the anterior leaflet. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted at the medial a2/p2 postion on the mitral valve leaflets, and the mr was reduced to 1. On (B)(6) 2015, one day post-procedure, it was found that the clip had detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. On (B)(6) 2015, an additional mitraclip procedure was performed. One clip was implanted and the mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.